Manufacturer narrative:
The results of the investigation concluded that the returned needle was inserted into the dilator/sheath assembly with no anomalies noted. Visual inspection of the device revealed no anomalies. A review of the device history record was not possible since the batch number was unavailable. The cause of the reported pericardial effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
The patient was stable following surgery.

Manufacturer narrative:
(B)(4).

Event description:
Related manufacturer reference: 3008452825-2016-00126. During an atrial fibrillation procedure, a pericardial effusion occurred. Following transseptal puncture and attempted advancement of the sheath, during positioning for a cryo balloon ablation, an echocardiogram confirmed a posterior effusion. A pericardiocentesis was performed. Stabilization and resuscitation was administered and was followed by a transfer to the o.r.